Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-92385.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 357 mg/dl, which was treated with manual injections. The customer stated that the insulin pump also alarmed no delivery. She stated that the buttons were sticking and that she experienced high blood glucose levels. She reported that she went to rewind the insulin pump, three drops of insulin squirted out at her, and then the insulin pump alarmed no delivery. No significant events leading to the alarm were observed other than the sticking buttons. She also noted that she had to go to the doctor for hand surgery earlier. The most recent blood glucose reading was 156 mg/dl. Troubleshooting for the no delivery alarm could not be completed due to the button error. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. However act button did not respond due to flattened button dome switch. Unable to verify prime anomaly and no delivery alarm due to unresponsive button. Pump received with minor scratched display window, cracked reservoir tube lip.